Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086731) on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure has relocated within the fallopian tube'), cardiac arrest ('cardiac arrest'), pulmonary embolism ('pulmonary embolism'), cardiogenic shock ('cardiogenic shock'), respiratory failure ('acute hypoxemic respiratory failure'), cor pulmonale acute ('acute cor pulmonale'), shock ('metabolic acidosis shock'), lactic acidosis ('lactic acidosis'), hypokalaemia ('hypokalemia'), deep vein thrombosis ('acute deep vein thrombosis (of both lower extremities)'), acute kidney injury ('acute renal failure / acute kidney injury') and ischaemic hepatitis ('ischemic hepatitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had performed biopsy. Concomitant products included apixaban (eliquis), vitamin d nos (vitamin d) and vitamins nos (multivitamin). In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cardiac arrest (seriousness criterion hospitalization), pulmonary embolism (seriousness criteria disability and medically significant), cardiogenic shock (seriousness criteria hospitalization and medically significant), respiratory failure (seriousness criteria disability and medically significant), cor pulmonale acute (seriousness criteria medically significant and life threatening), hyperglycaemia ("stress hyperglycemia"), metabolic acidosis ("metabolic acidosis"), metabolic alkalosis ("metabolic alkalosis"), hypervolaemia ("hypervolemia"), hypernatraemia ("hypernatremia"), shock (seriousness criterion medically significant), lactic acidosis (seriousness criterion medically significant), uterine enlargement ("uterus was thickened"), right ventricular failure ("rv failure"), hypokalaemia (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), acute kidney injury (seriousness criterion medically significant) and ischaemic hepatitis (seriousness criterion medically significant), was found to have anion gap increased ("increased anion gap") and underwent colectomy ("colon resection"). The patient was treated with surgery (hysterectomy on 2019.). Essure was removed. At the time of the report, the device dislocation, cardiac arrest, pulmonary embolism, cardiogenic shock, respiratory failure, cor pulmonale acute, hyperglycaemia, anion gap increased, metabolic acidosis, metabolic alkalosis, hypervolaemia, hypernatraemia, colectomy, shock, lactic acidosis, uterine enlargement, right ventricular failure, hypokalaemia, deep vein thrombosis, acute kidney injury and ischaemic hepatitis outcome was unknown. The reporter provided no causality assessment for anion gap increased, cardiac arrest, cardiogenic shock, colectomy, cor pulmonale acute, hyperglycaemia, hypernatraemia, hypervolaemia, lactic acidosis, metabolic acidosis, metabolic alkalosis, pulmonary embolism, respiratory failure, shock and uterine enlargement with essure. The reporter considered acute kidney injury, deep vein thrombosis, device dislocation, hypokalaemia, ischaemic hepatitis and right ventricular failure to be related to essure. The reporter commented: a serious injury (life threatening, hospitalization, disability/permanent damage, required intervention) was mentioned but not specified and /or assigned to one of the events. Essure removal date was 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT demonstrated large bilateral pe and developed cardiogenic shock with rv failure. Relocated within the fallopian tube. Ultrasound scan - on an unknown date: relocated within the fallopian tube. Uterus was thickened. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure has relocated within the fallopian tube'), cardiac arrest ('cardiac arrest'), pulmonary embolism ('pulmonary embolism'), cardiogenic shock ('cardiogenic shock'), acute respiratory failure ('acute hypoxemic respiratory failure'), cor pulmonale acute ('acute cor pulmonale'), shock ('metabolic acidosis shock'), lactic acidosis ('lactic acidosis'), right ventricular failure ('rv failure'), hypokalaemia ('hypokalemia'), deep vein thrombosis ('acute deep vein thrombosis (of both lower extremities)'), acute kidney injury ('acute renal failure / acute kidney injury') and ischaemic hepatitis ('ischemic hepatitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included colectomy. Patient had performed biopsy. Concomitant products included apixaban (eliquis), vitamin d nos (vitamin d) and vitamins nos (multivitamin). In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cardiac arrest (seriousness criteria hospitalization and medically significant), pulmonary embolism (seriousness criteria disability and medically significant), cardiogenic shock (seriousness criteria hospitalization and medically significant), acute respiratory failure (seriousness criteria disability and medically significant), cor pulmonale acute (seriousness criteria medically significant and life threatening), hyperglycaemia ("stress hyperglycemia"), metabolic acidosis ("metabolic acidosis"), metabolic alkalosis ("metabolic alkalosis"), hypervolaemia ("hypervolemia"), hypernatraemia ("hypernatremia"), shock (seriousness criterion medically significant), lactic acidosis (seriousness criterion medically significant), uterine enlargement ("uterus was thickened"), right ventricular failure (seriousness criterion medically significant), hypokalaemia (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), acute kidney injury (seriousness criterion medically significant) and ischaemic hepatitis (seriousness criterion medically significant), was found to have anion gap increased ("increased anion gap") and underwent colectomy ("colon resection"). The patient was treated with surgery (hysterectomy on 2019.). Essure was removed. At the time of the report, the device dislocation, cardiac arrest, pulmonary embolism, cardiogenic shock, acute respiratory failure, cor pulmonale acute, hyperglycaemia, anion gap increased, metabolic acidosis, metabolic alkalosis, hypervolaemia, hypernatraemia, colectomy, shock, lactic acidosis, uterine enlargement, right ventricular failure, hypokalaemia, deep vein thrombosis, acute kidney injury and ischaemic hepatitis outcome was unknown. The reporter provided no causality assessment for acute respiratory failure, anion gap increased, cardiac arrest, cardiogenic shock, colectomy, cor pulmonale acute, hyperglycaemia, hypernatraemia, hypervolaemia, lactic acidosis, metabolic acidosis, metabolic alkalosis, pulmonary embolism, shock and uterine enlargement with essure. The reporter considered acute kidney injury, deep vein thrombosis, device dislocation, hypokalaemia, ischaemic hepatitis and right ventricular failure to be related to essure. The reporter commented: a serious injury (life threatening, hospitalization, disability/permanent damage, required intervention) was mentioned but not specified and /or assigned to one of the events. Essure removal date was 2019. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT demonstrated large bilateral pe and developed cardiogenic shock with rv failure. Relocated within the fallopian tube.. Ultrasound scan - on an unknown date: relocated within the fallopian tube. Uterus was thickened. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident - no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.